Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a closure top stripped while it was being torqued. There were no reported patient impact.

Manufacturer narrative:
Added information to a3, h6: component codes, type of investigation, investigation findings, investigation conclusions corrected information in d9, h3 this follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is confirmed for one (1) of one (1) returned sequoia closure top (pn 3301-1) for the failure of closure tops being stripped during operation. Visual inspection reveals that an item with a lot of aaz has deformation on outer threads. Medical records were not provided for review. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the closure tops were being used or handled at the time of the damage. DHR review and related actions per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use these devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a closure top stripped while it was being torqued. There were no reported patient impact.